Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On 12/05/2023, the patient was at school and when the cgm reading was 10.5 mmol/l, an unknown amount of insulin was given. After the insulin treatment the patient started having symptoms of low blood sugar and was feeling terrible. A fingerstick was taken and the blood glucose reading was 4.2 mmol/l, it is unknown what the cgm reading was at that moment. The patient loss consciousness and the school staff treated with a glucagon injection and the emergencies were called. The paramedics provided an unknown treatment, and the patient was brought to the hospital. No further treatment was documented from the hospital, but it was stated that the patient recovered and was discharged on the same day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.